Manufacturer narrative:
Date sent to FDA: 04/05/2004. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgery was done on (B)(6) 2004 to remove the trochanteric nail and lag screw and replace it with a biopolar prosthesis. The original trochanteric nail fixation was done (B)(6) 2003 to repair a fractured r. Hip. On (B)(6) 2003 the patient was returned to the o.r. To reposition the migrating lag screw. (B)(4).